Event description:
Account stated as soon as bed is powered up, the knee section will run up.

Manufacturer narrative:
Account replaced the ribbon cable, cable was incorrectly pinned. This cable was the reason the knee runs up.